Manufacturer narrative:
Device was not returned to manufacturer. Lot history review revealed no irregularity that may relate tot he event. All the devices are inspected meeting the product's specification and release criteria. There is no indication of a product deficiency. Reported event is presumed to be due to inadvertent angiography performance. IFU describes: "this product must be used under fluoroscopy only by a physician who is fully trained in ptca. (Unskilled procedure may cause an error in operation or misjudgement, leading to damage to the blood vessel)." As one of contraindications and prohibition. "Vessel damage, such as dissection, perforation, rupture" as ones of possible adverse event.

Event description:
To treat the cto lesion at #13 of lcx, retrograde approach was made with the corsair catheter. Physician advanced the catheter into d1 diagonal branch, and performed vessel angiography through the catheter, vessel perforation was noticed. Vessel perforation was treated by placing a micro-coil and dilating a balloon catheter. Patient was released from the hospital next day with no notable further adverse event. Physician commented that he/she failed to confirm the back-flow from collateral when performing the angiography, that the event is not due to the device.